Manufacturer narrative:
The specific upn and lot number were not reported; therefore, the manufacture date and expiration date are unknown. However, it was noted that 39 patients had a 15-mm x 10-mm axios stent placed, and 22 patient had a 10-mm x 10-mm axios stent placed. Reported event of stent migrated and stent dislodgement during necrosectomy. Reported event stent occluded. Reported event of hyperplastic tissue ingrowth/overgrowth of the stent. (B)(4). The devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article "a novel lumen-apposing metal stent for endoscopic ultrasound-guided drainage of pancreatic fluid collections: a prospective cohort study" written by daisy walter, md, et al. According to the literature, cold axios stents were to be implanted in 61 patients to treat symptomatic pancreatic walled-off necrosis (won) or pancreatic pseudocyst between (B)(6) 2011 and (B)(6) 2012. Forty six patients had won (75%) and 15 had a pancreatic pseudocyst (25%). Stent placement was successful in 60 of these patients. Stent placement was transgastric in 58 patients and transduodenal in 3 patients. Stent placement was performed per standard protocol, and prophylactic antibiotics were administered at the physician¿s discretion. Thirty eight patients (62%) were male. The mean age of patients was 55 ± 14 years. All patients had a history of pancreatitis. The etiology of the pancreatitis was noted to be gallstone disease (31%), alcoholism (36%), idiopathic (15%), post-surgical (10%), and other (8%). ¿other¿ includes drugs, trauma, post-endoscopic retrograde cholangiopancreatography (ercp), unknown, and pancreas divisum. The indication for drainage was noted to be pain (31%), infection (26%), enlargement (15%), gastric outlet/bile duct obstruction (13%), combination of complaints (8%), and ¿missing¿ (7%). 33 patients (54%) had an infected pancreatic fluid collection. In the one patient for whom stent placement was not successful, the entire axios stent was fully deployed inside the pancreatic fluid collection (pfc). Two plastic pigtail stents were placed to achieve adequate drainage, and the axios stent was successfully removed from the pfc during a repeat endoscopy. In another patient, the entire stent was initially deployed inside the pfc, but the stent was successfully repositioned and the procedure completed. Three patients required placement of plastic pigtail stents due to axios stent dislodgement during necrosectomy. Four patients required surgical intervention: one patient with a pseudocyst who had a perforation and three patients with won who experienced persistent infection (n=1), a retroperitoneal abscess (n=1), and a paracolic necrotic cavity (n=1). Eleven patients developed hyperplastic tissue ingrowth or overgrowth of the stent, but planned stent removal was uneventful. The stents were successfully removed using a snare or rat-tooth forceps. Three patients experienced migration of the stent post-placement. For two of these patients, the migration was noted during a follow-up abdominal ultrasound at 65 and 86 days after stent placement. For the remaining patient, the migration was noted during an upper gastrointestinal endoscopy at 216 days post-placement. Further imaging (abdominal radiograph, abdominal ultrasound, and upper gastrointestinal endoscopy) was performed and the stents could no longer be visualized. None of these patients experienced any symptoms due to the stent migration. Major complications were seen in five patients. Four patients developed pfc infection. In three of these patients, the infection was due to stent occlusion by necrotic debris. All four patients were successfully treated with endoscopic necrosectomy in combination with antibiotics and/or nasocystic drainage. One patient with a 6 x 8-cm pseudocyst presented with fever and peritoneal signs a few hours after stent placement. Imaging revealed free air in the patient¿s abdominal cavity. Surgery was performed, and it appeared that, although the proximal flange of the axios stent was still positioned in the stomach, the distal flange was completely detached from the pancreatic pseudocyst and was facing the peritoneal cavity. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.